Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was finally able to fully charge the ins after 4 hours of recharging. The patient reported that the issue was resolved and no symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for post-surgical neuritis and spinal pain. It was reported that it was taking longer than expected to charge the ins battery and she was not seeing the charge complete message. It took the patient 2 hours to charge battery to 50% and it used to only take 20 minutes to charge the battery fully. The patient reported she was able to get full coupling and keeps the antenna on her back for 2 hours and the battery only charged to 50%. The patient stated she monitors coupling throughout to make sure coupling isn¿t lost. The patient was recently reprogrammed or switched to a new group. It was reviewed how programmed parameters affect recharge interval. It was recommended to charge the ins to 100% to increase time between charges. The patient did not know how full her ins battery was when she started the charge session. It was reviewed how battery level and coupling effect charge duration and reviewed expectations regarding charge duration. Two hours to charge 50% may be normal depending on how full the battery was when the charging session started. The patient is in the habit of charging the battery every 7 days. It was reviewed that with recent programming changes the ins battery may be depleting more quickly during the 7-day span and therefore taking longer to charge. It was recommended that the patient start checking the ins battery level in order to determine how often she needs to charge. The patient confirmed they will try this. It was reviewed how to check the ins battery level using the patient programmer. It was also reviewed that if this is an ongoing concern for the patient, she may need to follow-up with her representative and healthcare provider to determine charging expectations. No patient symptoms were reported. No further complications were reported/anticipated.